Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise sodium results from alinity c processing module for multiple patients. The results provided were: sid (B)(6) initial=118.6 mmol/l /repeated=146 mmol/l sid (B)(6) initial=116.6mmol/l /repeated=134 mmol/l sid (B)(6) initial=182.5 mmol/l /repeated=142 mmol/l sid (B)(6) initial=171 mmol/l /repeated=144 mmol/l laboratory reference range for sodium=133 to 146 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected and performed multiple troubleshooting procedures including part replacement. Upon inspection of the ict to ict pre amp cable (c-35016756-02) the plug end was found to be worn with metal exposed. Service replaced the part and the issue was resolved.the instrument alinity c processing module, serial number (B)(6) service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaints and trending data associated with the ict to ict pre amp cable did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity c service documentation provides adequate information regarding the removal, replacement, and verification of the ict to ict pre amp cable. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6), or ict to ict pre amp cable.

Event description:
The customer observed imprecise sodium results from alinity c processing module for multiple patients. The results provided were: sid (b)6), initial=118.6 mmol/l /repeated=146 mmol/l, sid (B)(6), initial=116.6mmol/l /repeated=134 mmol/l, sid (B)(6), initial=182.5 mmol/l /repeated=142 mmol/l, sid (B)(6), initial=171 mmol/l /repeated=144 mmol/l, laboratory reference range for sodium=133 to 146 mmol/l . There was no reported impact to patient management.